Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. It was noted that malfunction was suspected with one of the contacts of the leads but not with the ipg. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was causing pain and was radiating to legs. It was also noted that the ipg had migrated. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg was causing pain and was radiating to legs. It was also noted that the ipg had migrated. The patient will undergo a revision procedure.